Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient's pump is alarming every time they try to use it and will not connect or run. The caller additionally reported that the patient sought assistance at a hospital in 2022 because they had a small pinhole in their port where the line connects to the yellow and orange connector which needed changed, but there was no stated association with the reported pump alarm. The position of the pump when the alarm occurred is unknown. The patient did have backup product that they were able to switch to and was able to successfully continue their therapy. No patient injury was reported.

Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most likely cause of failure is a main board failure; however, this cannot be confirmed as no product was returned for investigation. No serial number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.